Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the stability sheath was damaged with bunching and a small tear. The retractable sheath was kinked. There were longitudinal scratches evident along the distal tip. There no damage to the stent.

Event description:
The physician was using a complete se peripheral stent system for treatment of a lesion. The device was unable to cross the lesion, therefore the stent was not deployed. The physician experienced difficulties removing the device from the patient. The device was removed successfully, however on removal, damage to the stent was noted. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Results: (root cause undetermined limited information available - device analysis pending).